Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the head of the screw fractured. Without the return of the rest of the screw, further evaluation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the head of the screw broke off, leaving the remainder of the screw in the patient. This occurred during an mtp fusion case. The surgeon was attempting to remove the screw to use a shorter screw when the head broke off. Patient is male, 40s.